Event description:
The initial reporter stated that the pump would not deliver. They stated that it "stops shortly after starting". Mmdg did attempt to follow up with the initial reporter, but those attempts where unsuccessful. [(B)(4)]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, the pump could not be turned on. Because of this no further investigation of the reported complaint could be completed.